Event description:
It was reported that an asymptomatic patient presented in clinic with post sensed t-wave oversensing noted on the stored egm. The device was reprogrammed and the issue was resolved. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.